Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, psychological disorder, smoker, local infection / subacute chronic osteitis, immediate implantation, infection, increased sensitivity, inflammation